Manufacturer narrative:
The complaint of high impedances is confirmed. Several wire breaks along the length of the lead can be seen that cause high impedances. Visual inspection revealed a small kink and wrinkles in the lead body. These fracture wires in the lead are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.